Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 31-oct-2018. It was reported that advancing resistance was encountered. Vascular access was obtained via the right radial artery. The 80% stenosed, 16mm in length, concentric, de novo target lesion was located in the severely tortuous, mildly calcified, and 3mm in diameter left circumflex (lcx) artery. A 6f non bsc guide catheter was used over a non-bsc guide wire to engage the lcx. Pre-dilation was then performed with a 2 x 12 maverick balloon catheter. A 3.00 x 20 synergy drug-eluting stent was advanced but significant resistance was encountered. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage. Synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal and proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.